Event description:
Our institution has had issues with multiple cases of the spike from an IV tubing set falling out from the port IV bags of norepinephrine 4 mg / 250 ml and norepinephrine 8 mg / 250 ml that are manufactured by wg critical care. Our institution has 9 documented safety reports of this occurring and our nursing colleagues have informed our pharmacy team that there are many, many more events of this happening that have not been documented in our event reporting system. The lot numbers that we have been provided thus far are: b3042, b3052 and b3058. Reference reports: #mw5150613, #mw5150614.